Manufacturer narrative:
The product is not available, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided. Concomitant bwi products: product: carto mapping system, us catalog # unknown, serial # unknown. (B)(4).

Event description:
This complaint is from literature source. It was reported that one patient had volume overload and remained intubated for >24 hours during diuresis. There were no reported malfunction with any of bwi catheters and systems used during the case. During a follow-up, physician confirmed that the complications during the case, were not caused to any bwi product. Title: ¿catheter ablation of tachycardia arising from the pulmonary venous atrium after surgical repair of congenital heart disease¿ the purpose of this study was to determine the mechanisms, approach, and outcomes of catheter ablation of pva tachycardia after chd repair. The study was conducted between (B)(6) 2010 and (B)(6) 2014. Other events were also reported in this article. Patients had transient sinus node dysfunction. Permanent pacing was not required in either case of sinus node dysfunction; and 1 volume overload. Suspected device is thermocool, however catalog and lot number are unknown. Carto mapping system was also used during the procedure.